Event description:
It was reported that patient underwent a scaphoid repair procedure utilizing a suture anchor device on (B)(6) 2015. During the procedure, the clear plastic sleeve on the anchor inserter would not slide to allow the anchor to deploy. Competitor product was available to complete the procedure without injury to the patient or significant delay. No additional holes had to be drilled as a result.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on (B)(4) 2015. Evaluation of the returned device found the plastic sleeve moved from the original position to the deployed position and the inserter shaft bent at the tip of the inserter sleeve. This returned condition is consistent with improper deployment technique. Based on device history records review, the product was made to print and correct materials and there were no indications that the product left biomet's control nonconforming.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings; "correct handling of the device is extremely important. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders and do not use excessive force when inserting the device as this may cause damage to the device and/or adversely affect its performance.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.